Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, patient complained about two infusion sets fell off due to tape not sticking. Event took place due to warm weather. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).